Event description:
Surgeon reported lens was replaced od due to pt complaining of glare described as ghost images in white light.

Manufacturer narrative:
The lens evaluation did not reveal any optical defects. Damage was observed which is commonly produced during the explantation procedure. No similar complaints have been received for this lot. This rpt was mailed in to FDA on: 8/7/97.